Event description:
It was reported the back cover, rapid atrial cover, and the battery door are damaged. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the high rate cover was broken, the lower case was broken, the battery drawer was contaminated and the battery latches were contaminated and broken. It was also noted that the upper case and ring cover were broken, the side bail cover and side bails were missing, the battery drawer o-ring, battery release springs, battery contacts and heart lead flex were contaminated, the heart wire contacts were discolored, the ring bail was bent, the serial number label was torn and the battery flex was corroded.